Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: b5, h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e315 error" malfunction would likely be related to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The reportable event occurred during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found there was corrosion on the endoscope connector, the up/down knob was damaged and lost water tightness, there were scratches on the camera cover, the right/left control knob, the scope connector cover, the scope connector, the protector of the universal cord, the universal cord, the switch box, the up/down angulation lock lever, the right/left angulation lock knob, the up/down knob, the flexibility ring, the grip, the control unit, the connecting tube, the suction cylinder was shaved, the universal cord was sticky, the scope connector cover was sticky, the control unit was discolored and damaged, the light guide bundle was slipping down, the scope connector was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on the protective coating of the bending portion of the device was chipped, the up/down knob was out of standard value, the up direction was out of standard value, and the scope ID was not displayed due to damage of the scope ID cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the evis lucera elite colonovideoscope was producing an e315 scope unsupported error code. There were no reports of patient harm.